Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify that the shock button works intermittently. Physio replaced the user interface pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during patient use, the device's shock button is intermittent and sometimes will not shock when the shock button is pressed. There were no adverse effects to the patient due to the reported issue. Physio-control has requested additional information on the patient however, has not received a response.